Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the trocar was leaking when taking the device out, the staff could hear the leaking. When the instrument was in the trocar it would stop leaking. The same trocar was used to complete the procedure. No adverse consequences reported. The device was discarded.